Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation: occupation is patient's wife/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to a sysmex ca-600 laboratory analyzer with dade innovin reagent. At 10:13 a.m., the patient's meter result was 2.9 inr. At "approximately" 2:30 p.m., the laboratory result was 4.2 inr. The reporter stated the laboratory result "could have been within 4 hours of meter result." It was reported the patient's warfarin dosage was held for two days based on the laboratory result. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is weekly.